Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05232 and 2134265-2018-05233. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the automatic pullback came to a stopped midway. The physician noticed an unknown error code. The image was displayed in the monitor but the motor drive unit 5 plus(mdu5+) unable to perform automatic pullback. The mdu5+ was replaced, but the issue was not resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible damage or defects observed. The returned acq pc installed individually into a known good ilab lme/lmr system. After the main power switch was turned on the gold system, the gold system booted up properly with no failures observed. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05232 and 2134265-2018-05233. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the automatic pullback came to a stopped midway. The physician noticed an unknown error code. The image was displayed in the monitor but the motor drive unit 5 plus(mdu5+) unable to perform automatic pullback. The mdu5+ was replaced, but the issue was not resolved. No patient complications were reported.